Event description:
It was reported that the patient was experiencing pain and swelling at their implant site. It was noted that the implantable cardioverter defibrillator had migrated. Patient underwent pocket revision. During the procedure, the physician noted that the device was near elective replacement indicator so the device was explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.